Manufacturer narrative:
A field service engineer (fse) was dispatched who evaluated the device. Fse identified the cause of the cup transfer intermittent overrun was related to failure of the z axis motor. Fse performed pm. No further action required from field service. The probable cause of the event was c trans z axis motor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported error 4153 (c trans z home overrun) with the aia-900 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results lh ii, prl, ipth and e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.